Event description:
Boston scientific crm received information that this atrial lead has exhibited a rise in thresholds and impedance. Suspected micro-dislodgement. Ra thresholds had risen to 5v at 1ms progressively over 6 months. Lead was explanted, and another lead was implanted successfully.